Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had a 315 error code and no image. The event occurred after procedure (upon completion of procedure, device no longer used on patient) of a diagnostic procedure that was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.